Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 600mg/dl. After troubleshooting with a clinical diabetes specialist, it was alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not troubleshoot with tandem technical support. No information was provided regarding how bg was corrected. Reportedly, the customer reverted to an alternate for of insulin therapy.